Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported after a patient had a cardiac arrest and during the post resuscitation review, it was noted that the philips monitor was incorrectly analyzing the patient's cardiac rhythm.